Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-03778. It was reported the patient had an infection at the ipg and lead sites. The patient was treated with IV and oral antibiotics. Ultimately, the system was explanted to address the issue.

Event description:
Additional information indicates the infection has since resolved.